Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was failed in the middle of a procedure while the user tried to remove an additional propofol. The pharmacist went there and recovered the drawer, so there was no interruption in the patient receiving the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-mar-2022 to 26- mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty mini engine and bezel. The field service engineer found mini drawer 1-9 intermittently failed and found bezel on left side of mini drawer would intermittently catch the tray caused it to fail, replaced the mini engine and adjusted the bezel to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was failed in the middle of a procedure while the user tried to remove an additional propofol. The pharmacist went there and recovered the drawer, so there was no interruption in the patient receiving the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was failed due to the faulty mini engine and bezel. A field service engineer replaced the mini engine and adjusted the bezel to resolve. The system functioned as intended.